Event description:
The needle separated from the stylet upon activation of the safety device. The incident was rec'd 11/6/06 with limited info. The sample was rec'd 12/12/2006, and the needle was found to be separated from the stylet. The incident was then determined to be MDR reportable. The reporter has been contacted regarding add'l info and has not responded at this time.

Manufacturer narrative:
The sample has been rec'd for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.